Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system intermittently shut down. No patient injury was reported.